Event description:
It was reported that during a coronary artery drug eluting stenting procedure, stent damage occurred. The de novo lesion was located in the non-calcified and mildly tortuous mid right coronary artery. The physician predilated the lesion with a 2.5x20mm maverick balloon. Then the physician deployed two taxus stents and was attempting to place a 3.00x8mm taxus liberte drug eluting stent in the gap between the two stents, but was unable to cross the deployed proximal stent. When the stent was withdrawn, the physician observed that the struts on the proximal end of the stent were lifted. There were no patient complications. The procedure was successfully completed with a 3.0x9mm non-bsc stent. Patient status is reported as "well".

Manufacturer narrative:
Device evaluation: a visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on stent, the first stent row from the proximal edge were raised distally. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen indicating the device had been used in vivo. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.